Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d11, g4, g7, g8, h2, h4, h6 (type of investigation), h10, h11corrected field: d1, d5, g1 (contact person ¿ mfg site).

Manufacturer narrative:
A getinge field service engineer (fse) reported that this issue was corrected by in-house biomedical technician. The biomedical technician isolated the failure to safety disk assembly not being properly secured. To resolve the issue, the biomedical technician properly seated safety disk and ran a passing safety disk test. The getinge fse performed no work on this unit. A supplemental report will be submitted if additional information is provided to us.

Event description:
It was reported by the customer that leak test failed in the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. There was no patient involvement, and no adverse event reported.